Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On the day of the event, the patient fell on the ground and a family member called an ambulance. At the time of the event the patient was not wearing a senor as the sensor had fallen off and confirmed that he was getting low readings prior to event. The patient experienced diabetic ketoacidosis (dka) and was taken to the hospital by ambulance. There was no information about treatment as the patient couldn´t remember. The patient was hospitalized and transferred to the intensive care unit (ICU) for 1 and a half days. At the time of the report the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.